Manufacturer narrative:
Of the 12 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked solder. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 12</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-79 years of age and between 81 and 270 pounds. Of the reported patients, 4 were male and 7 were female.